Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp in 2009, the a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the same day. According to the complainant, during introduction, the tip of the coating of the wire (about 0.8cm) was broken. The device fragment was removed from the pt via a snare. The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.